Manufacturer narrative:
The reported high impedance was confirmed. Microscopic inspection of the returned lead identified fractured wires in the lead body that would cause high impedance issues. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances and x-rays showed that the lead was dislocated and bent at the anchor site. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.